Event description:
During a routine shift check by a clinician, the video display on the device does not function. Complainant indicated that there was no patient involvement in the reported malfunction.